Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular aneurysm repair (evar) in the aorta, after introducing all the evar components, the introducer was switched for a 12 fr performer introducer. The performer introducer was observed to be heavily leaking blood from the valve and hemostasis was unable to be maintained, even when a 0.035 inch diameter wire guide and catheters (reporter specified that another manufacturer's 5 fr catheter was used) were passed through the valve. Due to the leakage, the procedure was required to be performed quickly, but was able to be successfully completed. No intervention was required. Everything was placed in the center of the introducer and the membrane was not punctured. Access was gained through the right leg via a contralateral approach. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence (refer to medwatch 1820334-2018-00393). It was noted that similar events with leakage have occurred previously with other 12 fr performer introducers (refer to medwatch 1820334-2018-00540) and a 14 fr performer introducer (current report - medwatch 1820334-2018-00394). Per the initial reporter, no additional information is available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of wrinkles in the sheath tubing at distances of 12.5 cm, 14.9 cm, and 18.0 cm from the distal tip. A leak test was then performed by occluding the sheath tubing with hemostats, and then injecting water through the side-arm using a 20cc syringe. Leakage was observed from around the inner edges of the cap. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of wrinkles in the sheath tubing at distances of 12.5 cm, 14.9 cm, and 18.0 cm from the distal tip. A leak test was then performed by occluding the sheath tubing with hemostats, and then injecting water through the side-arm using a 20cc syringe. Leakage was observed from around the inner edges of the cap. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information received on 01mar2018: it was later clarified by the customer in a response to a request for additional information that no similar leakage events occurred previously with other 12 fr performer introducers (refer to medwatch 1820334-2018-00540). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.